Event description:
User alleges that there was a mixture of blood in the circulating water bath, and it bubbled over from the black stopper on top of the water tank. Bacteria growth was found and pt rec'd an infection. Clinician stated fluids were being administered but fluids never reached pt.